Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. A lens work order search was performed and no similar complaints were found within the work order. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Results: visual inspection of the returned lens showed the optic was torn and a dried up surgical residue on the lens. (B)(4).

Event description:
The customer reported the surgeon used the ora system during this surgery and after the aa4203tf silicone single piece lens was inserted the surgeon decided to use a different power. The lens was removed and replaced with a 2.0 diopter lens without patient incident. The reporter stated the event was the result of a surgeon's preference and not related to the lens.

Manufacturer narrative:
Per medical review - reportedly, intraoperative lens exchange for a different power lens of the same model was performed to address residual refractive error that was measured by ora system upon iol insertion. Incision was not enlarged and no other tissue damage was performed. No reported problem with the lens or injector. According to the report, dated on (B)(6) 2015, the cause of the event was user error (surgeon`s preference) and was not lens related in origin. (B)(4).